Event description:
The customer requested olympus to provide a reprocessing in-service. During the in-service, the customer reported a "recent issue" with an unspecified infection involving a patient. The olympus team member also identified the facility did not follow the appropriate re-processing steps in the instructions for use. The customer refuses to provide additional information.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00377.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to not reprocessing the device according to the instructions for use. As stated in the instructions for use: chapter 5 reprocessing: general policy 5.1 importance of cleaning, disinfection, and sterilization medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, and sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manual of all ancillary equipment, and have a thorough understanding of the following items. Health and safety policies and procedures of your hospital. Individual cleaning, disinfection, and sterilization protocols. Structure and handling of endoscopic equipment. Safe and effective handling of pertinent chemicals. The actual reprocessing method chosen by your institution should be determined by your hospital¿s infection control committee. Refer to the american national standard ansi/aami st35 ¿safe handling and biological decontamination of reusable medical devices in healthcare facilities and in nonclinical settings¿.